Manufacturer narrative:
(B)(4). Catalog: unknown but referred to as a cook celect vena cava filter.; since catalog is unknown the 510(k) could be either k090140 or k073374. Investigation still in progress.

Event description:
Description according to complainant: the leg of a celect filter had fractured and embolized. The physician was unable to remove the pulmonary piece, but the rest of the filter was successfully removed. According to the initial reporter, the patient did not experience any adverse effects due to this occurence.